Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was degenerative spine, stenosis, scoliosis. It was reported that, the unid rod was broken. The unid rod broke above the right s2 screw. The small fragment that was in s2 was removed. The remaining rod from t10-s1 remains in the patient and a lateral connector and dominos were used to affix a supplemental rod and the s2 screw to the remainder of the construct. Procedure performed was t10-pelvis, l2/3 direct lateral lumbar fusion, l3/4 and l4/l5 transforaminal lumbar interbody fusion. There were no patient symptoms reported. There were no further complications reported regarding the event.